Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic relaxation, uterine prolapse, cystocele, rectocele and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that patient experienced pain, urinary and bowel problems, recurrence and dyspareunia post implantation.(B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent bilateral salpingo-oophorectomy procedure.

Event description:
It was reported that patient underwent concurrent bilateral salpingo-oophorectomy procedure.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh from rectal ¿ vaginal septum, rectocele repair, a cell graft, pubovaginal sling and cystoscopy on (B)(6) 2015 by dr. (B)(6), md due to post-menopausal, mesh erosion, incontinence and rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a bilateral salpingo-oophorectomy in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.